Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012758102); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012912462); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the final release of the transcatheter aortic valve, the valve moved ventricular. A considerable paravalvular leak was confirmed by angiography and transesophageal echocardiogram, with no mitral interaction observed. A valve-in-valve procedure was performed using a 29mm non-medtronic valve.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilation was performed. The starting deployment point was at the bottom of pigtail at an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve dislodged, the implant depth was approximately 10 mm on the ncc and lcc. The severity of the paravalvular leak (pvl) was moderate. A non-medtronic guidewire (safari xs) was used during the procedure.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: one media file and one static image were provided for review. Patient¿s executive summary was not provided for anatomical review. Final valve release was provided and during the final steps of the deployment, the valve visibly dislodged ventricular. Of note, the valve appeared to have dislodged ventricular before the capsule was fully retracted; the capsule is noted to be covering the paddle attachment. The final position of the valve was deeper than 10mm on the non-coronary cusp with reportedly significant aortic regurgitation/paravalvular leak. It was reported that a non-medtronic valve was subsequently implanted. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. In this case, the cause of the ventricular dislodged is not clear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.